Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model: mc1vr01-delsys, expiration date: 14-aug-2020, serial #: (B)(4), UDI #: (B)(4). No device rtn to MFR? No. Mfg date: 02-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) during tether removal the tether became stuck. It was noted the system was flushed 5-6 times, but the tether could not be removed any further. The leadless ipg and delivery system were removed and a new leadless ipg was implanted. Post procedure it was reported the patient experienced pericardial effusion and pericardial centesis was performed. The second leadless ipg remains in use. No further patient complications have been reported as a result of this event.